Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) generated an error indicating "button press detected. Release all buttons" during a transcatheter aortic valve replacement (tavr) procedure whilst utilizing the rapid atrial pacing (rap) function to rapid pace the patient. It was noted that the epg was unable to pace at 180 beats per minute (bpm) then stopped pacing. Troubleshooting steps were advised. No patient complications have been reported as a result of this event.